Event description:
Procedure type: wedge resection. According to the reporter: the staples were not formed correctly. A new magazine had to be used. There was loss of vascular tissue since the staples had to be set behind the original planned location. The staples that fell into the cavity were retrieved. There was no extension of incision, no blood loss, no extension of op, and no change of op.

Manufacturer narrative:
(B)(4).